Manufacturer narrative:
Integrum has repeatedly tried to get further information regarding the case, but have not received any report form or any other information.

Event description:
Mail received from prof. (B)(6): unfortunately we have to explant the transfemoral opra kit in patient (B)(6). S1 en s2 surgery was performed in 2012. Although had annually a period of confident infection he developed in last year an osteomyelitis. Extensive nettoyage could not achieve control of this infection with streptococcus intermedius. Patient demand to remove the opra. We need an abutment and fixture kit before (B)(6). Fixture 18,5 80 and abutment 72x with screw 82. Integrum has after receiving this information repeatedly tried to get further information regarding the case, but have not received any report form or any other information.